Event description:
It was reported that the entire system was explanted due to sepsis. The source of the infection was unknown. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.